Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind and displacement tests. The pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The pump was received with a corroded motor home switch. The pump was received with a cracked case at the display window corners, minor scratches on lcd window and a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they were stuck in the fill tubing sequence. The insulin would drop out of the end of the tubing but no numbers appeared on the screen. Troubleshooting was initiated for the prime and rewind issue. The patient's blood glucose at the time of incident is unknown; however, her blood glucose was 405 mg/dl at the day of call. During troubleshooting a prime was performed but numbers did not appear on the screen. The insulin pump was returned for analysis.